Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device did not shift and that there was no other device concern, therapy issue, or procedure/use issue. They noted that on (B)(6) 2025 the patient was seen. They ordered program for the device to be turned off and it was. The patient still had the same pain so they turned it back on in office and reprogrammed it. There was no increase in pain. The patient was supposed to follow up with pain management. It was reported that the patient had underwent left suprascapular and axillary radiofrequency ablation for chronic shoulder pain and had a magnet placed over their interstim. The interstim had been turned off but now that it was back on it was no longer as effective as it was previously. They noted it was hard to clarify where the patient was feeling their sensation and where they had felt that preoperatively. The patient had nocturia every hour and daytime frequency every 30 minutes. The interstim was interrogated and noted to be functioning properly. The patient was reprogrammed to a comfortable setting with sensation in the vaginal area. Patient and husband were re-educated on the home programmer. Patient left the office on program 2 set at 1.5. Patient was not having any pain or discomfort. They will have patient follow up in 1-2 months and will consider botox, 200 units.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinary/bowel dysfunction. It was reported that the previous implant stopped working around november or december last year. Caller stated that they noticed the effectiveness of the implant because when it was in and working right it solved a lot of the issues that the patient was having. Caller mentioned that they had an appointment with a manufacturing representative (rep) at the doctor's office until january and the representative confirmed that the implant was not working right and that's why they did the replacement. Caller mentioned they have an appointment with healthcare provider (hcp) tomorrow.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that about a week ago they had a radio frequency ablation and since then they had been having pain where the device was located on their hip and it was ineffective, it was not controlling their urination at all. They said their pain ranged between a 5 standing and an 8 when sitting. They said therapy was turned off during the procedure and the pain nurse put a magnet over the device and told them it was off but the doctor came in and insisted they use the patent's control device to turn therapy off before they did the procedure and they turned it back on after the procedure. Caller said they contacted the urologist's office but didn't get a prompt callback so yesterday they contacted the manufacturing representative (rep) who wo rked with them over the phone to adjust and leave therapy on, but they heard from the nurse at the doctor's office who told them to turn therapy off. Caller asked to confirm when the arrow is above off on the therapy screen, therapy is off. Reviewed information. Caller asked about safety for using a magnet to turn it off. Reviewed safety information for ablation. Caller requested a patient therapy manual be emailed. The issue was not resolved through troubleshooting. Caller also reported they think the device itself may have shifted internally. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.